Event description:
Manufacturer's first level investigation unit reports a vertical black line was noted near the center of the display screen. While testing, it was noted that the position of the vertical line intersects the displayed result and interferes with viewing this result. No adverse event alleged. Device will be forwarded to the investigating unit for further evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.